Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up and the pulse generator was found in backup vvi mode. The device remained implanted and the patient would be monitored.